Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. D11: medical products and therapy date. Detail of product: item number: unknown, item name: insert hip, lot#: unknown, item number: unknown, item name: cup hip, lot#: unknown, item number: 01.00402.065, item name: revitan prox. Cylindrical 65, lot#: 2753322, item number: 00-8775-036-0, item name: biolox delta hd 12/14 36x-3.5, lot#: 2772603. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Additional: d10, h2, h6. Correction: b4, g4, g7, h10. Event summary: in the bfarm user report it is noted that the event date is the (B)(6) 2019 and that the event occurred at home. The event description states the following: the patient had a total hip endoprosthesis which was revised 2014 ex domo because of a periprosthetic femoral fracture. Currently the patient had sudden pain, before he had no complaints. Radiologically proven fracture of the taper at typical location, the stem part is firmly fixed in the bone. There is the indication for revision of the stem and change of the insert. Review of received data: x-rays: on the received x-rays and the MRI scan a discrepancy can be seen in the noted patient¿s date of birth. As all x-rays display the same date as the bfarm user report sent by the hospital, the patient¿s year of birth indicated on the front page of this report was taken from the bfarm user report. The MRI scan was taken in (B)(6) 2012 before the total hip endoprosthesis was implanted and was therefore not evaluated. The x-rays taken on (B)(6) 2019 show the situation shortly before revision. The pelvis overview exhibits total hip endoprostheses implanted on both sides. On the right side a revitan stem is implanted of which the connection pin is fractured and the proximal fracture part is tipped to medial. The original position of the proximal fracture part in the femoral bone is recognizable. It seems that the two shoulders of the distal stem part are facing each other rather in medial ¿ lateral direction and the curvature of the stem is oriented within the frontal plane. There is heterotropic ossification of the trochanter major and minor. A fracture line of the trochanter major is located on approximately the same level where the fracture of the stem¿s connection pin is located. There is a cerclage around the bone some centimeter below the fracture location. The cerclage is overgrown by bone on the medial side. From below the cerclage till the distal third of the distal stem part there is a gap between the bone and the implant partially bordered by a thin sclerotic line on the side of the implant. The distal third of the distal stem part seems to be well fixed in the bone. Approximately on the height of the distal half of the distal stem part a thickening of the cortical bone, comparable to a callus formation, can be observed on the medial side. In the second x-ray view, on both sides of the distal stem part there seems to be a gap, partially bordered by a sclerotic line, between the bone and the implant till the distal third. Anterolateral at the location of the bone fracture the bone has an inhomogeneous structure and the fracture line is visible consistent with not healed bone. The closure of the cerclage seems to be overgrown by bone. On the posteromedial side a callus formation is visible, but has a more radiolucent appearance than on the ap view. Both bony fracture ends are still recognizable and the gap in-between shows a similar radiolucency like the callus formation. The x-rays dated (B)(6) 2020 were taken during the revision surgery and the x-rays taken on (B)(6) 2020 show the situation after the revision. These x-rays are not relevant for the case. No further due diligence required as all required information to support the conclusion is available/was already requested. Devices analysis: visual examination: the connection pin of the revitan stem is fractured in the non-blasted area. The fracture is located approximately 2 to 3 mm below the proximal end of the distal part. The proximal part of the connection pin is still assembled to the proximal part of the revitan stem. The conical nut was received disassembled. Apart from some scratches and instrument marks the conical nut is inconspicuous. On the taper of the proximal part the biolox delta ceramic head is still mounted. There are metallic smears on its articulation surface and the bottom bevel which can most properly be attributed to the revision surgery. The proximal fracture surface shows a fatigue fracture starting from the proximal part¿s lateral side. The fracture origin area is polished, appears dark and partially deformed, the pin¿s outer edge is folded over the fracture surface. On the distal fracture surface the fracture starts in the area of the edge between the shoulder and the face surface of the stem body. In the fracture origin area some blackish discoloration and in the middle of the surface a small drill mark can be observed. There are several fine scratches on the fracture surface. Both fracture surfaces are partially polished in the area of the residual fracture. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture were found on the fracture surfaces. When aligning the two fracture surfaces using the fracture origin areas and rotating the entire stem in this way that the two opposing shoulders of the distal part are facing each other in ap direction (position according to surgical technique), the proximal part would have been in the maximal possible position (40°) of retrotorsion and the fracture would have started from anterior. However, when turning the entire stem in a position as visible on the available x-rays (two opposing shoulders of the distal part are facing each other in ml direction) the proximal part would have been in antetorsion and the fracture would have started from lateral. On the proximal part of the revitan stem, revision damage in the form of scratches and nicks can be observed. Under certain lighting conditions slightly polished appearing areas also extending to the neck region are visible on the medial side. Those are located below the revision damage. A similar area can be seen distally on the posterior side. On the anchoring surface the medial shoulder is shiny polished close to its posterior edge which is deformed. The posterior side of the medial shoulder¿s face surface is polished as well. There are no signs of bone ongrowth on the anchoring surface of the proximal stem part. On the proximal fracture part of the connection pin there is a very small approximately half circumferential stripe revealing surface changes adjacent to the fracture surface. Closer inspection of the stripe with a low power microscope revealed smeared material and minute signs of fretting and corrosion. Adjacent to the stripe joins the original surface followed by the blasted area. The face surface of the distal part of the revitan stem is damaged including deformations, scratches, nicks and indentations. In one location an elliptical-shaped worn area can be seen. In the distal third of the distal part of the revitan stem bone attachments are visible. Removal damage in the form of scratches, nicks and cuts can be recognized on the anchoring surface. Review of product documentation: all involved devices are intended for treatment. DHR review: the quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Conclusion summary: the patient received a revitan stem due to a periprosthetic fracture in another hospital in 2014. Afterwards the patient had no complaints. Now he experienced sudden pain. Radiologically a fracture of the stem was proven and the stem was revised after 4 years and 11 months in vivo. The investigation results did not identify a non-conformance or a complaint out of box (coob). The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Based on the retrieval investigation it is hypothesized that the stem was implanted in one stage (assembled externally) and that therefore the position of the curvature of the distal stem part was oriented within the frontal plane, as visible on the available x-rays, instead of the usual anatomical orientation in the sagittal plane. Considering this, the fracture origin is located on the lateral side of the stem. The fracture occurred due to fatigue in the non-blasted area of the connection pin, a few millimeters below the proximal end of the distal stem part. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture could be found on the fracture surfaces. On the proximal fracture part of the pin there is a very small almost half circumferential stripe revealing a mixture of surface changes. It is unknown if these changes existed already before the start of the fracture or developed exclusively as a concomitant phenomenon. Bone attachments could be observed only in the distal third of the distal part of the revitan stem but not on the proximal part. This is in alignment with the x-rays that show a gap between the distal part of the stem and the bone on all sides till the distal third of the part. Further, the x-rays exhibit a bone fracture approximately on the same level where the fracture of the connection pin occurred. The proximal fracture part is tipped to medial and the position may explain the worn areas visible on the face surfaces of the parts. The bone fracture is not healed and therefore the proximal bone situation is considered unstable leading to suboptimal proximal bone support. Additionally, the polished areas seen on the medial and posterior side of the proximal part can be interpreted as signs of loosening. It is unknown if these changes existed already before the start of the fracture or developed exclusively as a concomitant phenomenon. The patient has a weight over 100 kg which is mentioned as one of the risk factors (heavy patients, obesity (especially over 225 pounds (100 kg)) in the instruction leaflet for endoprostheses of both the proximal and the distal part of the revitan stem. Based on the above described findings, the proximal bone support of the revitan stem immediately after implantation surgery and during the time in vivo can be interpreted as suboptimal. This in combination with other factors, e.g. The patient¿s obesity, possible loosening in the area of the proximal part, and the surface changes observed on the connection pin may have contributed to the fracture. It is unknown to which extent each factor had an influence on the sequence of events finally resulting in the fatigue fracture of the stem and if there were other influencing factors not mentioned above, e.g. Resulting from the medical history which was not provided. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The lot number of the device was received. The device history records will be reviewed during investigation. An e-mail requesting additional information was sent to the appropriate representatives. The availability of the affected product(s) (non-availability with a rationale) if revised in the meantime. Exact implant date. Explant date - if revised in the meantime. Implantation report. Revision report - if revised in the meantime. All available x-rays during time in- vivo with printed date. All available intraoperative pictures. Patient dob, weight, height, bmi and all relevant history. Did a delay in the procedure occur that was related to the event? If yes, time surgery was extended? Were there any contributing conditions related to the event? (Ex: trauma, illness, previous surgery, related non-compliance, patient anatomy). A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the revitan stem was implanted on an unknown date. Subsequently, patient had pain and a cone fracture. Revision surgery has not been performed yet.